Event description:
Consumer called to report concerns with the accuracy of his meter. Was receiving higher than normal readings, experienced diabetic shock and was transported to the emergency room for treatment.